Manufacturer narrative:
Nakanishi is scheduled to visit the dentist to obtain further information about the event and patient.

Event description:
On december 5, 2018, nakanishi received a phone call from a distributor about an nsk handpiece overheating. The details are as follows. The event occurred on (B)(6) 2018. A dentist was performing a dental procedure using the x95l handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned a patient.

Manufacturer narrative:
When nakanishi visited the dental office on december 25, 2018, the dentist refused to provide any information about the event and patient. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (august 2016 and october 2018) since the device was shipped. According to the service records, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch for both of the repairs), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds after the start. Temperature measurements 24 seconds after the start are as follows: test point (1): 62.3 degrees c, test point (2): 99.8 degrees c, test point (3): 38.4 degrees c, and test point (4): 27.7 degrees c. The rise in temperature was so sudden that the test was concluded 24 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the ball retaining part of the ball bearing on the cartridge rear side was broken. There was debris on the other parts. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #: (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part. Nakanishi considers the possibility from many years of experience that the cause of the ball bearing part being broken was the ingress of foreign materials into the ball bearing that interfered with rotation, which led to the breakage of the ball bearing part. A lack of maintenance causes the above situation, which contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.